Event description:
While installing a 0.35t permanent field magnet, a contractor removed a roller used to position the magnet in the scan room. They then proceeded to remove the roller from the scan room and got too close to the magnet. The roller was pulled into the magnet, trapping their hand between the roller and the mangnet. The contractor sustained cuts to their hand and fingers requiring approximately five stiches. Also, when the magnet plywood bore covers were removed, the contractor was too close to the magnet. Both of these actions are contrary to the warnings in the installation manual.